Manufacturer narrative:
Continuation of medical devices: dtbb1d1 implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right atrial (ra) lead exhibited reproducible noise. The ra lead was abandoned and replaced. No patient complications have been reported as a result of this event.